Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4.5 months. The device was returned for analysis. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that patient was admitted on (B)(6) 2016 due to low flow hazard alarms and generalized increasing shortness of breath. A CT scan of the chest/abdominal areas with contrast did not show evidence of thrombosis on the inflow cannula or outflow graft. The patient's lactate dehydrogenase (ldh) level was reportedly stable at 700 u/l and echocardiogram results remained unchanged. The pump speed was increased and the system controller was exchanged; however, there was no change noted in estimated pump flows. The patient was treated with milrinone, heparin, and lasix. It was reported that at an unspecified point in time, estimated pump flows improved and the patient maintained hemodynamic stability despite ldh increases as high as 2700 u/l. Due to an inability to return ldh to normal levels and wean off inotropes in light of the patient's heart failure symptoms, a decision was made to exchange the pump on (B)(6) 2016. The patient recovered well, was extubated and weaned off inotropes. The patient would be discharged upon achieving a therapeutic inr.

Manufacturer narrative:
During the investigation, tissue-like thrombus formations were found adhered around the inlet bearing cup and ball. The thrombi appeared similar in size and structure, suggesting that they originated as one formation and broke apart upon disassembly of the device. The thrombi showed evidence of denaturing and appeared to have formed in laminated layers, indicating that they likely developed on the bearing cup and ball over an undetermined amount of time while the pump was operating. Additionally, a small, loose, tissue-like deposition was present in the proximal side of the outlet stator, adjacent to the outlet bearing ball. Although, its specific origin and a duration in time for which the it was present in the pump could not be conclusively determined, the deposition¿s lack of lamination and denaturing suggest that it did not originate from this location. Small, loose depositions of blood and biological material were also present in the interior of the outflow elbow. The depositions were not strongly adhered and appeared to have potentially formed due to an interruption in flow or a low flow situation. Although a specific cause for the low flow situation or interruption in flow could not be conclusively determined, the depositions were partially occluding the blood flow path and could have potentially contributed to the reported low flow alarms and the elevation in the patient¿s lactate dehydrogenase level. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The manufacturer is closing the file on this event.